Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0002954058 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a week after placement, the tip of the nasogastric (ng) tube was found in the patient's stool. Per additional information received 24 feb 2020, there was no injury to the patient and the broken tube had no affect on the patient's condition. No further information provided.